Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. The reporter also provided a second lot number of test strips (lot 44502523) for investigation and these were also tested using the reporter's meter and retention controls. Testing results (qc range = 4.1 - 6.8 inr): test strip lot 44009621: qc 1: 5.4 inr. Qc 2: 5.1 inr. Qc 3: 5.4 inr. Test strip lot 44502523: qc 1: 5.3 inr. Qc 2: 5.4 inr. Qc 3: 5.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 7.8%. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated her mother received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 10:39 a.m., a sample from the patient was tested using the meter, resulting with a value of 2.2 inr. At 10:49 a.m., a sample from the patient was tested using the meter, resulting with a value of 3.1 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient tested twice on the week of (B)(6) 2020 to (B)(6) 2020 due to a high result.